Event description:
On october 9, 2020, senseonics was made aware of an instance where the patient developed infection at insertion site. The wound was inflamed from a cut causing pus and redness in the area. The patient contacted the physician regarding symptoms but was not prescribed any medication during the time of this report. Patient had his sensor removed on (B)(6) 2020 and a new sensor was inserted.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, the patient visited the doctor who decided to remove the sensor from the patient's arm. A new sensor was inserted in the patient's arm to continue using eversense continuous glucose monitoring (cgm) system.